Manufacturer narrative:
The following parts were returned to tosoh instrument service center for investigation: the eki board was not installed on a test instrument since it would possibly damage the probe being soldered and unsoldered. The part was discarded. Visual inspection of the nozzle barrel was found to be broken so it was not possible to be tested on an analyzer. The field error was not replicated due to the nozzle barrel being broken.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported issue by looking at the broken sample nozzle. The fse was not able to reproduce the reported issue since the nozzle was already broken. The issue was resolved by replacing the sample nozzle and eki board. The instrument was validated by performing a quality control (qc). The results passed and within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 12jan2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to failure of sample nozzle. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported a damaged sample nozzle. The customer stated that they have already spoken with the field service engineer (fse) and was told to open a ticket for this call and dispatch to the fse. The site is down which caused a delay in reporting beta human chorionic gonadotropin (bhcg), estradiol (e2), luteinizing hormone (lh ii), and follicle stimulating hormone (fsh) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.